Manufacturer narrative:
An investigation was conducted and no product problem was identified. Although requested, limited sample run data was provided. A review of the available data suggests real target amplification for all targets. It is likely the discrepancy is due to differences in the limit of detection and technology between the two assay platforms used. As such, results with one assay may not be reproducible with a different assay. In addition, variation in the viral load of the different sample collections and cross-contamination cannot be ruled out. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. No harm was alleged. The patient sample initially generated a positive sars-cov-2, influenza a and influenza b result on two separate liat analyzers. The same sample was sent to a regional lab for confirmation on a cobas 68/8800 instrument which generated a positive sars-cov-2 & influenza b result. A new sample was collected from the patient and run on a different liat analyzer which was only positive for sars-cov-2. Only the recollected sample results were released. An investigation was conducted and no product problem was identified. Although requested, limited sample run data was provided. A review of the available data suggests real target amplification for all targets. It is likely the discrepancy is due to differences in the limit of detection and technology between the two assay platforms used. As such, results with one assay may not be reproducible with a different assay. In addition, variation in the viral load of the different sample collections and cross-contamination cannot be ruled out.